Event description:
We received four reports from staff regarding problems with this device. The problems have been occurring over the last month. The four reports outlined below were reported over a four day span. There is no visual indicator that the devices will have a problem: packaging is intact and there are no obvious visual defects in the product. 1. When transferring blood from a syringe to a tube, the transfer device would allow air and blood into the tube when it should just be blood going in. When this happens we are not able to fill the tube up all the way. (This staff member also mentioned this has happen to her about 10 times since april but did not think to report it).2. We have been experiencing issues with blood transfer devices and I experienced this issue multiple times this morning. When transferring blood from syringe to tube the device began leaking blood out of the top, causing a safety hazard because blood went everywhere. The amount of blood acquired was very close to the minimum volume required because the patient was very hard to draw, and this issue almost caused the sample to be too short to send to the lab. This would require the patient be redrawn.3. When transferring blood from syringe to tube the device began leaking out of the top, causing a safety hazard because blood went everywhere. This is a potential blood/body fluid exposure to the patient/staff. When this happened, I changed transfer devices and the next one did the same thing, so I lost quite a bit of my specimen due to two faulty devices in a row.4. When transferring blood from syringe to tube the device began leaking blood out of the top, causing a safety hazard because blood went everywhere.====================== manufacturer response for blood transfer device, bd vacutainer (per site reporter).====================== they sent me a compliant form to complete. I also asked in an email to them if any other organizations are having issues with this device and why is their product on back-order. Our distribution center recently had to order stock directly form the manufacturer.